Event description:
A malfunction alarm was reported by the customer, identified as malf 12, with a resettable code. The impact on the customer¿s blood glucose level was not disclosed. Technical support provided information on how to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue arises in the future, which the caller acknowledged. Patient did call back indicating that the same malfunction code reoccurred within 24 hours. Technical support resolved the issue by sending a replacement pump.